Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25-jun-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that during use of the grounding pad the patient originally reported a minor skin burn on her leg, and was now complaining of reflex sympathetic dystrophy. Additional information received 04-jun-2020 stated the reporter was a chiropractor and has a neurosurgeon performing radio frequency cases in his office. They use a avanos brand radio frequency device however they do not use avanos needles or grounding pads.

Manufacturer narrative:
The device history record for the reported serial number, (B)(6) , in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The customer was using an unapproved ground pad from a different manufacturer with an avanos generator. No avanos equipment was returned for evaluation. All information reasonably known as of 17-sep-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.